Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an adverse event occurred. The patient stated that she had been having problems with sensor failing frequently. On (B)(6) 2024, she had inserted the sensor and thought the cgm values were in the 200s. She did not check her blood glucose (bg) prior to the sensor failure. She remembers getting a beep from her mobile device and a message that the sensor had failed. She does not recall what the cgm reading was immediately prior to sensor failure. She says that when she got the notification of sensor failure, she was already symptomatic and losing consciousness. She did manage to check her bg and it was too high for her meter to read. She started having seizures and her family drove her to the emergency department (e)d. She reports everything happened within a 5-10 minute timespan from receiving the sensor failure alert. She was diagnosed with dka, treated with 100 mg of lacosamide and insulin, and discharged on the (B)(6) 2024. At the time of the report, the patient was doing better. Data was received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4)

Event description:
Data was evaluated. A review of the data analysis logs indicate that the sensor session was started on (B)(6) 2024 at 3:48 pm. The patient wore the sensor for 1 day and the sensor session ended on (B)(6) 2024 at 11:08 pm when the sensor failed due to high counts aberrations. The user then attempted to start a new sensor session a little while later but this session ended during warmup, also due to high counts aberration. Data analysis confirmed a sensor failure on (B)(6) 2024 and (B)(6) 2024. The probable cause was determined to be high counts aberration. No additional patient or event information is available.